Manufacturer narrative:
It was reported that the unit sparked. We examined the components and fabric foundation and found no evidence of spark or exposure to excessive heat. We connected the unit to test equipment and found no defect in the performance of the unit. We connected the unit to an electrical outlet in a dark room, repeatedly manipulated it and re-activated the switch several times. At no point did we note any evidence of a spark. We concluded that we could detect no defect in the performance, past or present, of this unit. As a precaution, we provided the customer with a replacement and will dispose of this unit.

Event description:
It was reported that the unit sparked.